Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited an increase in shock impedance measurements to 110 to 115 ohms. A year and a half later the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) was consulted and reviewed trend information which indicated there has been high shock impedance measurements for awhile. It was discussed that the rv lead is a single coil lead, which tends to yield higher impedance measurements. The clinic has opted to continue to monitor the patient. At this time, the ICD and rv lead remain in service and no adverse patient effects have been reported.